Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: are there photos available of the "fluffed up" sutures? =yes. Was fraying observed on the affected sutures? =yes what is the procedure name and date? =unk. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) =(B)(6).

Event description:
It was reported that an animal underwent an unknown veterinary surgery on an unknown date and suture was used. During the procedure, it was reported by a sales rep that, the five sutures could not be used because they become fluffed up during use. It was not a control release needle. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.